Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿percutaneous closure of persistent atrial septal defects after pulmonary vein isolation.¿ https://doi.org/10.1016/j.carrev.2018.10.020. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication after using a cryoablation balloon catheter: there was one (1) patient who underwent cryoballoon ablation. One month after the procedure, the patient had ¿worsening¿ dyspnea on exertion. Through a transthoracic echocardiogram (tte), ¿mild¿ right ventricular dilation and an atrial septal defect (iasd) were found. Additional ttes were performed over the next year which showed ¿moderate right ventricular dilatation, severe right atrial dilatation, and bidirectional shunting through the asd, predominantly left to right.¿ the author indicated that seventeen months after the initial pvi procedure, percutaneous closure of the iasd was performed. Follow up ttes were done, and 12 months after the septal closure procedure, the patient¿s symptoms had returned to the baseline status. The status/location of the balloon is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.